Manufacturer narrative:
A complete lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited high threshold on an unknown date. The lead was explanted and replaced. The patient had no adverse consequence post procedure.